Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet device¿s sleep/wake button had become intermittently unresponsive, the top portion of the touchscreen no longer registered touch, and the battery was discharging and charging abnormally compared to previous units. The agent verified the issue and arranged for a replacement ilet device to be shipped to the user. Blood glucose remained stable, and no symptoms, medical intervention, or hospitalization occurred.